Manufacturer narrative:
(B)(4). A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touching the connection site to the cassette. The peritonitis was manifested by murky effluent. The patient was not hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics. Action with pd therapy was not reported. The patient was recovered from this peritonitis event on an unreported date mid-month prior to receipt of this report. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. The reported product is an unknown baxter cassette. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The occurrence date was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event, treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient was hospitalized for the event of peritonitis (previously reported as not hospitalized). Should additional relevant information become available, a supplemental report will be submitted.